Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s cycler powered down during step 7 of set up of their pd treatment. It was reported that there was no power outage. The power cord was loose at the back of the cycler and the power switch was in the on position. There was no sound when the ok and stop keys were pressed. The power cord was reseated at the back of the cycler then the cycler was rebooted. The cycler came back on but there was a spark where the power cord plugs into the back of the cycler. It was confirmed that there was no buzzing noise. The power cord was still loose but the cycler stayed powered on. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there was no smoke or file. It was also confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Catch post hipot test passed. Patient post hipot test passed. Current leakage test passed. Voltage verification check passed. Pre-accelerated stress test (ast) 15 mins 1000ml simulated treatment was performed without any failures or problems. The device history record revealed that on 01/13/2025 a power supply was found defective and was replaced in rework.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s cycler powered down during step 7 of set up of their pd treatment. It was reported that there was no power outage. The power cord was loose at the back of the cycler and the power switch was in the on position. There was no sound when the ok and stop keys were pressed. The power cord was reseated at the back of the cycler then the cycler was rebooted. The cycler came back on but there was a spark where the power cord plugs into the back of the cycler. It was confirmed that there was no buzzing noise. The power cord was still loose but the cycler stayed powered on. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that there was no smoke or file. It was also confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.